Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes. Technical services (ts) reviewed the reports and stated they could not determine why the amplitude is small. Ts suggested isometrics and a chest x-ray. The patient went into the clinic and isometrics was performed. Crosstalk oversensing of the atrial signals on the ventricular channel was found. Ts suggested potential following actions. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes. Technical services (ts) reviewed the reports and stated they could not determine why the amplitude is small. Ts suggested isometrics and a chest x-ray. The patient went into the clinic and isometrics was performed. Crosstalk oversensing of the atrial signals on the ventricular channel was found. Ts suggested potential following actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that an x-ray was performed. The lead was found to be in the same position. The device was reprogrammed to address the issue. No adverse patient effects were reported.